Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that there was noise on the image. This is attributed to the breakage of the image sensor. Other observations for the device are:distal end rubber coating (a-rubber) has pinhole; a-rubber adhesive is chipped; insufficient angle; and angle engager is loose. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, there was only a reddish image yielded by the device. There is no reported harm to any patient or persons.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the image sensor unit could not be determined. Olympus will continue to monitor field performance for this device.